Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B) (6) 2009, the pt was implanted with an scs system. On (B) (6) 2010, the pt's husband reported that the device suddenly began to overstimulate the pt. Husband reported that the device would not turn off with use of the sjm magnet and that the magnet was held over the device for over ten minutes until it shut off. The pt subsequently went to the emergency. The pt was informed not to turn the device back on until seeing a doctor.